Event description:
I developed cropping great implant illness symptoms, including auto immune disease. I was unable to work for years, had multiple miscarriages (after two successful pregnancies), had surgery and put on medications. They symptoms developed about five years into having the breast implants. I went through a series of doctors and had surgery to address sinus symptoms which ended up being symptoms from the implants. Was placed on gabapentin for nerve pain (gone after implant removal) saw neurologist for migraines and on migraine meds (gone after explant, off meds.) I had almost every symptom, including two auto immune diseases which have now reversed since explant. I tested positive for ana, with sjogrens and scalderma for three years. Removal of implants and both sjogrens and scl are negative. Ref report: mw5170751.